Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse powered system on in normal mode. System faulted during startup with error 32100. Fse reached out to dvstat for help decoding error logs. Technical support engineers advised the error is pointing to yaw motor brake and advised checking connection at j14 on single-port one axis manipulator (soama). Fse reseated j14 connection and checked all other connections on soama and pins and connections looked good. Fse rebooted system in normal mode and error 32100 was persistent. Fse replaced the soam and motor module. The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation. Isi has received the soam and motor module for evaluation, but evaluation has not been completed as of the date of this report. A follow-up MDR will be submitted, if additional information is obtained.

Event description:
It was reported that a system had generated repeated recoverable faults, specifically fault 32100, and the faults could not be cleared. It was noted that several hard reboots had been performed first as troubleshooting, but the issue had persisted and the faults had continued to recur. There was no report of patient involvement.